Event description:
The following was reported: a hospital worker reports that they have had a problem at the beginning of surgery, after putting on the troughs and entering the abdominal cavity interferences began. The screen went black for a while and then looked good again. But it happened several times. Since it was a complex surgery, they decided to cancel it.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).